Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 27mm edwards surgical valve, implanted in the mitral position, underwent a valve-in-valve procedure after an unknown implant duration due to mitral stenosis. The tmvr procedure was performed with a 23mm edwards transcatheter valve. No other details were provided.

Manufacturer narrative:
H11: corrected data: corrected sections b5, f10 (device code), h10 (additional manufacturer narrative) stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 27mm 7000tfx pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of 10 years, eight (8) months due to valve degeneration leading to mitral stenosis. The tmvr procedure was performed with a 23mm 9600tfx transcatheter valve. Post valve deployment, tee demonstrated no perivalvular regurgitation. The procedure concluded with no issues. The patient was transferred to the ICU in stable condition.

Event description:
Post valve deployment, tee demonstrated no perivalvular regurgitation. The procedure concluded with no issues. The patient was transferred to the ICU in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative:updated section b5.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Event description:
It was reported that this patient with a 27mm pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of 10 years, eight (8) months due to mitral stenosis. The tmvr procedure was performed with a 23mm edwards transcatheter valve. The procedure concluded with no issues.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.